Manufacturer narrative:
Investigation summary: the manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the fixation function was not operational. After thorough cleaning, the helix still unable to be retracted, most probably due to coagulated blood and tissue residues within the helix housing. An additional x-ray tests were performed to check the screw mechanism and the welding of the inner and outer coil. The inner and the screw housing were free from any damages and correctly fixed. All other mechanical, electrical, and dimensional measurements were within specifications. It should be noted that the other reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. For more details, please refer to the attached final report analysis.

Event description:
Reportedly, on (B)(6) 2023, during an implantation attempt, when the vega r52 (s/n: (B)(6)) was positioned the value of the threshold obtained was above 4v . The physician performed the extension and retraction of the screw tree time to change the position of the lead. The screw was extended with a jumpy effect. When he changed the position the fourth time, it was unable to retract the screw. After removing the vega r52 lead from the body the physician tested the screw mechanism and it was found functional . However, as the screw was repeatedly extended and retracted, the main body of the lead became twisted, probably due to the accumulation of torque. A new vegar52 lead was implanted. The threshold value obtained was 0.9v, and the transplant surgery was completed without any problems.

Event description:
Reportedly, on 2023-11-13, during an implantation attempt, when the vega r52 (s/n: (B)(6)) was positioned the value of the threshold obtained was above 4v . The physician performed the extension and retraction of the screw tree time to change the position of the lead. The screw was extended with a jumpy effect. When he changed the position the fourth time, it was unable to retract the screw. After removing the vega r52 lead from the body the physician tested the screw mechanism and it was found functional . However, as the screw was repeatedly extended and retracted, the main body of the lead became twisted, probably due to the accumulation of torque. A new vegar52 lead was implanted. The threshold value obtained was 0.9v, and the transplant surgery was completed without any problems.